Event description:
In 2008 - reporter stated that one of the siderails will not latch on this bed, no injury. On the next day - tech - left intermediate rail not staying up. Found tube feeding had fallen into rail latch cover & was keeping the latch open. Cleaned latch to fix bed.